Manufacturer narrative:
The lens was returned inside a small container with liquid. The lens was removed from the liquid and allowed to dry. The lens had a large stutter scratch/scrape mark on the posterior surface of the optic. The damage was near one optic/haptic junction. Qualified associated products were indicated. The root cause could not be determined for the lens damage. The lens had a large stutter scratch/scrape mark on the posterior surface. This type of damage may occur with insufficient viscoelastic and rapid advancement. This type of damage may also occur if a plunger underride occurs. The IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, when the lens was implanted, a scratch/line was noted under the microscope. The lens was explanted during the initial procedure. Additional information has been requested and received stating the lens was explanted immediately after insertion when the scratch was seen. Back-up iol was then implanted. There are three medical device reports associated with this event. This is 1 of 3.